Event description:
Customer reported the dpm central station shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's hard drive. Unit was calibrated and safety tested to factory's specs.